Event description:
The customer reported that the balloon ruptured.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One physical sample was received for the investigation. The sample was visually inspected and functionally tested, and the reported condition was confirmed. When the balloon was inflated with water, a leak was observed. A supplier corrective action report has already been initiated to further investigate this issue.

Manufacturer narrative:
A sample was not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. However, a supplier corrective action report has been initiated to further investigate this issue.